Manufacturer narrative:
Combination product: yes neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion in the distal lad. The orsiro was able to only advance to the first third of the lesion and was unable to cross the remaining two thirds. It was decided to use a support catheter to assist the orsiro in crossing. Upon withdrawing the orsiro from the front third of the lesion and while still in the lad, the stent slid off of the balloon, remained in the lad but was fully expanded. It was possible to work through the expanded orsiro to treat the remaining lesion with a competitors stent. The results were good and the patient was unharmed.